Event description:
It was reported to boston scientific corporation in 2008, that an alliance ii integrated inflation system device was used during an unknown procedure. According to the complainant, the alliance ii integrated inflation system was no longer working. No information available regarding procedure outcome. No patient complications were reported as a result of this event. Sales representative indicated that patient involvement was "unknown".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.